Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 146970: (B)(4) stems manufactured and released on (B)(4) 2015. No anomalies found related to the problem. To date, 25 stems of the lot have been sold without any similar issue. On (B)(4) 2015 it was communicated that no items will be returned back. Clinical eval performed on (B)(4) /2015 by the medical affairs director: the radiograph under the filename post-op shows a lateral diaphyseal fissure of the femoral shaft. If this radiograph was taken immediately after the operation we must conclude that the source of the fissure was during surgery or immediately after, but most likely during femoral preparation. This is a complication described in literature. Due to the incidence of the occurrence, I see no reason to conclude that it is device related.

Manufacturer narrative:
On 31 august 2015 it was prepared a final report with the information already submitted in the initial report. On 01 september 2015 the report was sent to the initial reporter and the case was closed.